Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the haptic stretched out. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -1.75 into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was explanted due to excessive vault. The cause of the event is reported as unknown.